Event description:
It was reported the surgeon could not get the sheath out after the cross pin was placed. He was forced to cut the sheath leaving approximately 1 cm of the material inside the lateral side of the patients femur/soft tissue. The surgeon does not believe the patients acl was at all compromised by this situation and the cross pin placement was fine.